Event description:
It was initially reported that the device was involved in an incident. Additional information was received reporting that when the pacemaker was placed on the patient, they went into rt phenomena and v-fib. No medication or invasive procedure was indicated. No patient complications have been reported since the device was removed from service.